Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set used in conjunction with a spectrum infusion pump caused upstream occlusion alarms. During an infusion of kyprolis, the pump alarmed ¿about 10 upstream alarms¿ it was further reported, ¿towards the end¿ of the infusion ¿it again said it was infusing at 600 ml/ hour but barely moving¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon on site visit, it was further reported ¿the facility was removing air from the bag in the pharmacy when they prime¿. H6: replace 4115 with 10, 3221 with 114, and 4315 with 19. The actual device was discarded; however, a video of the sample was provided for evaluation. The video showed the medication bag upstream of the pump was empty and fully collapsed. Once the bag upstream of the pump is fully collapsed, the system will no longer flow, and this will lead to an upstream occlusion alarm. Based on the information provided by the customer (including the video sample), air was removed from the bag during priming. Typically bag manufacturers intentionally add air into the solution bags to ensure that there is sufficient air in the system to displace the fluid and drain the set. Therefore, by removing air from the bag during priming, they are removing the residual air in the bag that is required to drain the residual volume of the set. Without this air volume, the system will stop flowing once the bag is fully collapsed. The reported condition was verified. The cause was related to the end user. Should additional relevant information become available, a supplemental report will be submitted.